Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced difficulty charging the device, which took up to 4 hours to reach full capacity. The patient reported that their original back pain had returned and that there was a poor charging connection requiring awkward positioning, such as bending over. The connection was also lost when breathing. The patient felt the implant moving or flipping and expressed dissatisfaction with the implant's location, which was in the middle of the back instead of the right. Troubleshooting steps included reviewing best charging practices, resetting the handset and recharger, and attempting to use a belt for better connection, but these did not resolve the issue. The patient was redirected to their healthcare provider for further evaluation of the implant's position and functionality. It was.

Event description:
The patient mentioned since they got the ins put in them, their ins flipped all around and when they would sit in the car it would go sideways. Pt noted that sometimes it took 6 hours to charge the ins since the ins would flip. During call pt attempted to connect to the mystim application and was getting unable to connect. The pt then attempted to recharge the ins and verified their ins was at 90%. Pt reset communicator and closed all applications. Pt was able to connect to their ins and agent reviewed entering MRI mode; it showed full body eligible. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating they got a letter regarding a complaint they made back in february. Patient stated they are going to have their implant removed tomorrow. Patient stated they want implant and leads removed. Patient stated the letter was asking what the cause of the implanted battery moving was. Patient stated the battery always just moved around since implanted due to the positioning of the way the implant was put in. Patient stated the implant feels like it is the size of a hockey puck, and sticks out of their back. The letter asked what the cause of charge duration is. Patient stated it took 6 hours to charge a day due to the positioning of the implant and how it sticks out. Patient confirmed no falls or trauma. The letter asked for clarification regarding what steps were taken to resolve issue, and if issue was ever resolved. The issue was not resolved, so patient is being seen tomorrow by implanting doctor to have implant removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported their weight. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient mentioned that they will have an MRI in an hour and do not know how to get into the MRI mode. Patient also mentioned that they can't seem to get to the internet. Agent reviewed that they do not need internet to use the devices. Agent had patient reset the handset and the communicator. Agent had patient connect the communicator to the handset. Patient mentioned that they got the not found message. Agent had patient click on retry. Patient mentioned they got the unable to connect message. Agent asked, patient mentioned that they haven't charged their implant in a while. Agent had patient start a recharging session. Patient mentioned that they're charging, however, patient mentioned that it will take them hours to charge their implant. Patient mentioned that they have waited for the MRI for so long. Agent reviewed eligibility and sent MRI form via email. Patient asked if there were patients who wanted their device explanted. Agent mentioned that most of the patient would like to have the implant working. Agent redirected the patient to hcp. Patient mentioned that they were not able to contact their hcp for so long now. Agent sent physician listing via email. Pt called back and said they charged ins, and needs to get into MRI mode. Pt cant connect when trying to use communicator. Pt did a long press on communicator and then was able to connect successfully. They were able to get into MRI safe mode and show they are full body eligible. Pt then repeated previously reported information, saying they want to have the implant taken out, and says its sticking out of their body as well.